Event description:
It was reported that during a renal stent procedure (off label use), while attempting to primary stent the lesion, it was noted that the distal end of the stent became flared slightly after crossing an acute bend in the vessel. Continued use of the stent resulted in inability to cross the lesion. Subsequently, the stent dislodged from the stent delivery system (sds) in the process of withdrawing the system. A snare was used to retrieve the stent. No pt injury was reported.